Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was in stable condition.